Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." The patient is this case was treated with a hysterectomy after the initiation of jada treatment. The subject of this report is an (B)(6) woman, race reported as white, g2p2 with no known significant medical history. She had no previous history of abnormal postpartum uterine bleeding or postpartum hemorrhage (pph). On (B)(6) 2021, she presented for with premature labor, spontaneously delivered vaginally at 21 weeks. On admission, her height was noted as 172 cm, (B)(6), bmi 37.86, and hemoglobin (hgb) 12.4 g/dl. Her hgb at discharge was noted at 8.8 g/dl. She delivered an infant that weighed 396 g and received oxytocin for an unknown length of time following delivery of the placenta. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted "unknown" if there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received misoprostol, methergine (one dose) and carboprost (one dose). The cumulative blood loss prior to jada insertion was noted as 6000 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2021, 30 minutes after delivery of the placenta. The total in-dwelling time for jada was 15 minutes and the total amount of blood collected in the canister during jada treatment was documented as "unknown". The patient received 13 units of red blood cells during jada treatment, after jada treatment she received two units of platelets, and eight units of fresh frozen plasma. After jada treatment initiated, the patients pph treatment advanced to hysterectomy. She received postpartum antibiotics (cefazoline, clindamycin, gentamycin) indicated for manual removal of placenta. The total blood loss for this case was 6000 ml. A note on the ruby crf stated, "placenta percreta was the cause of pph" and placental delivery / jada insertion and removal are all approximate times." We requested if the site retained the device or recorded the lot number for this case made on 03/07/2022, and they responded that they discarded the device and do not record lot numbers. We have made a good faith effort to obtain this information.

Manufacturer narrative:
Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for surgical intervention (hysterectomy) to preclude permanent body damage/impairment. The reported placenta percreta may provide a more plausible alternative explanation for the uncontrolled abnormal post-partum bleeding. Per the jada system IFU "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada.", "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding ","the safety and effectiveness of the jada system in delivery at a gestational age < 34 weeks or, if multiples, uterus judged < 34 weeks size, have not been established. With smaller uterine size, there is potential for increased risk of perforation and expulsion."and "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding." However, out of an abundance of caution, this case will be reported as a serious injury MDR.